Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the serum in an unspecified number of tubes is not separating completely after centrifugation resulting in fibrin and clogged instrumentation. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, the serum in an unspecified number of tubes is not separating completely after centrifugation resulting in fibrin and clogged instrumentation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed a tube with a poorly formed barrier surrounded by fibrin. Additionally, 30 retained samples underwent visual inspection, and none of these samples failed for additive abnormality or gel defects. Bd does not currently have a retain test for the reported defect 'clogged instrumentation - related to instrument'. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin and poor barrier separation. This complaint has not been confirmed for the indicated failure mode: clogged instrumentation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.